Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component shows little radiolucence around the peg. Without clinical confirmation and further complications this can- however-not be interpreted as a loosening. There seems to be a periprosthetic fracture at the medial malleolus of the tibia though. The pe cannot be assessed directly, however, there is no indirect sign of loosening or migration, though. The talar component also shows a little radiolucence around the peg, but there is no loosening or migration visible. A fracture of the talar body can be confirmed. Loosening is possible, but cannot be assessed based on this CT scan only. There is a periprosthetic fracture of the tibia and the talus, though. Infection cannot be assessed with the CT scan only, there is no information given, that an infection is present, though.¿ more detailed information about the complaint event as well as patient history must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.